Manufacturer narrative:
Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the 4th row stent struts from the distal end were stretched and lifted, with some stent struts slightly distorted. The stent od (outer diameter) of the undamaged proximal part of the stent was measured and was within the maximum crimped stent profile specifications. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found that there was a break at the port site entry and a mid-shaft kink 8mm proximal of hypotube/mid-shaft bond was also noted during device examination. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.00x16 synergy¿ drug-eluting stent, it was noted that the catheter was broken. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. During unpacking of a 3.00x16 synergy(tm) drug-eluting stent, it was noted that the catheter was broken. The procedure was completed with a different device. No patient complications were reported.